Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent hip procedure on (B)(6) 2017 and barbed suture was used. The suture broke during use and the procedure was completed using same like product. There were no patient consequences reported.